Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a cystolitholapaxy procedure on (B)(6) 2024, the ceramic tip broke off and it was found in the patient's urethra. The damaged tip was noticed when the procedure was wrapping up and team discovered the tip in the urethra. No patient harm was reported. An x-ray of the pelvis was performed to confirm that nothing was left inside of the urethra.

Manufacturer narrative:
Changes made from the initial report: ---updated the UDI number in section d4. ---updated section d9 to yes, and entered the device returned date to the manufacturer. The device was returned to our us facility on july-23-2024 and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation conducted by the manufacturing site: based on the damage shown above (see pictures attached), the breakage of the ceramic beak most likely has been caused by the inner shaft being pulled out of the outer shaft at an angle. If the inner shaft is pulled out of the outer shaft at an angle, this presses the ceramic against the outer shaft and this can lead to breakage. The instructions for use also state that the ceramic beak should be checked for damage before use. In addition, the article was produced in september 2006, so a corresponding number of uses can be assumed. This event is filed under internal complaint ID (B)(4).